Event description:
Reporter indicated a vns dell x5 computer was displaying error messages when attempting to interrogate a test vns generator. When the computer was switched out with another computer and the same wand was used, there were no issues. The suspect computer and flashcard have been returned and are pending analysis.

Event description:
Product analysis of the computer and flashcard was completed. No software errors associated with the handheld computer operating system were identified during the analysis. During the analysis it was identified that the serial cable was worn and had a bent pin, causing communication difficulties. Once the pin was straightened, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.